Event description:
It was reported a clearlink system - non-dehp solution set under infused. During an unspecified infusion, the sigma pump alarmed ¿air in line¿; however, the nurse confirmed there was no air in the line and the tubing was properly set up. The set was connected to a clearlink system non-dehp solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.